Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon review, 6-second pause episodes were observed. Right ventricular lead noise and pacing inhibition was noted. The right ventricular lead was tested through the pacing system analyzer and noise was observed. The right ventricular lead's pace/sense portion was capped on (B)(6) 2019 and the defibrillation portion was still used. A previously capped pace/sense lead was connected to the device. The procedure was completed without incident. The patient was discharged.